Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur thereafter. The customer was advised to continue using the pump and to contact support if the issue arises again.